Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence blood residue. Inspection of the returned device identified a polyurethane (pu) delamination on the non-cavity ID end of the dialyzer from approximately 220º to 40º with the dialysate ports at 0º. The delamination manifested as a separation of the pu potting material from the dialyzer housing wall and extended under the silicone o-ring. The dialyzer was also subjected destructive disassembly. No other damage, defect, void, or irregularity was noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had two approved temporary deviation notices (dn) which were unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed pu delamination on the non-cavity ID end of the dialyzer. The complaint has been deemed confirmed.

Event description:
An internal dialyzer blood leak occurred immediately after the initiation of the patient's hemodialysis (hd) treatment. The machine alarmed as appropriate and blood was visually observed within the dialysate. Blood test strips were not used as the presence of blood was visible. No dialyzer damage or defect was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 200ml as the patient¿s blood was not returned. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was available to be returned to the manufacturer for evaluation.